Event description:
A customer reported a malfunction on their insulin pump, specifically citing a malfunction code of 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as a backup therapy temporarily. The customer was advised that the replacement pump would have updated software and was provided with all necessary instructions, including the return process for the faulty pump.